Manufacturer narrative:
The customer's provided the following possible lot numbers: 13887206, 13971720 or 14037604. Received one used d1000 tego from the customer for complaint investigation. There were blood residuals in between the housing and the seal of the tego. The tego was leak tested and was found to leak in the inactivated position. The tego was disassembled and a small hole was found on the top seal. The reported complaint of leakage can be confirmed due to the damaged seal. The probable cause, needle stick. The complaint investigation did not specify where the needle stick likely occurred. D9 - date returned to mfg 02dec2024. Dhrs of the possible lot numbers were reviewed, and the following discrepancy was identified: lot #13971720 . Exception type: ncmr document ID#: (B)(4) lot #: 13899645 discrepancy: "what? R1-3701, tego seal with occluded window covering the rib from the tego body. According to the specification, the rib from the tego body should pass through the window. R1-3701 lot 13880025 " "that? 10 units with part number r1-3701 rev. 19 lot #13910609 were reported with flash, measuring 0.20 and according to the component drawing, the maximum flash allowed in that area (upper part) is 0.080.".

Manufacturer narrative:
Possible lots: 13887206. Expiration date 1/1/2029. Manufacture date 1/23/2024. 13971720. Expiration date 4/1/2029. Manufacture date 4/16/2024. 14037604. Expiration date 6/1/2029. Manufacture date 6/5/2024. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. Investigation summary: received one (1) used d1000 tego. There were blood residuals in between the housing and the seal of the tego. The tego was leak tested and was found to leak in the inactivated position. The tego was disassembled and a small hole was found on the top seal. The reported complaint of leakage can be confirmed due to the damaged seal. The probable cause, needle stick. Dfu states ¿ do not use needles, blunt cannulas, or luer caps on tego. Dhrs of the possible lot numbers were reviewed, and the following discrepancy was identified: lot #13971720 exception type: ncmr document ID#: (B)(4) lot #: 13899645 discrepancy: "what? R1-3701, tego seal with occluded window covering the rib from the tego body. According to the specification, the rib from the tego body should pass through the window. R1-3701 lot 13880025 " "that? 10 units with part number r1-3701 rev. 19 lot #13910609 were reported with flash, measuring 0.20 and according to the component drawing, the maximum flash allowed in that area (upper part) is (B)(4)."

Event description:
A complaint was received regarding a tego® connector that experienced leakage during use. The reporter stated that he found one tego connector unusable during hemodialysis. He further stated that it started leaking during treatment. It was unknown if the product is available for return for investigation. There was patient involvement but unknown harm noted. (B)(6) 2024. Update: prior to registration, gcm received an email from (B)(6) on (B)(6) 2024 stating that the product involved has a list number of d1000 with possible lot numbers of 13887206, 13971720 or 14037604. (B)(6) 2024. Update: gcm received additional information from (B)(6) stating that the event happened on (B)(6) 2024. There was no cuts, holes, or defects noted on the tego device, no patient was harmed, and the defective sample is available to be returned for investigation. (B)(6) 2024.

Event description:
The complaint/event involved a tego® connector that was reportedly unstable and leaking during hemodialysis treatment. There were no cuts, holes, or defects noted on the tego device. No patient was harmed.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.